Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device on (B)(4). The system error occurred on (B)(6) 2011 @ 10:28 not found in any event logs. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.